Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the support arm for the ventilator broke. There was no patient involvement. (B)(4).

Manufacturer narrative:
No parts were returned. Investigation was based on pictures received. According to the pictures provided by the customer, the support arm broke at the joint nearest to the bracket. Prior investigations of similar breakages showed that the cause for the damage can be attributed to the following: cracks / porosity in the casting process, overload, use outside of its specification. Previously performed investigations have lead to a redesign and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arms. This was implemented in production during may 2009. However, despite the attempts to obtain pictures showing the manufacturing date, no additional information has been received. Therefore, the root cause for the breakage cannot be established from this investigation.

Event description:
(B)(4).